Event description:
Report was rec'd from the USA stating that the device has a "hole in the outer hose." The event did not occur during surgery. There was no pt or user injury. No add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The event was not confirmed. If add'l info is rec'd, a supplemental report will be sent. (B)(4).